Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0phqn, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4). ¿potential lead damage associated with the dbs lead cap¿ (B)(6) 2008.

Event description:
It was reported that during a lead revision procedure, the lead was found to be damaged while capping the replacement device. Upon removing the lead end cap, the contacts appeared separated. The surgeon was able to place the contacts in the connector block, and all impedances were within normal range. The issue was said to be resolved. It was reported that the cause of the issue was the resident had tugged on the wire to remove it from the pocket. See manufacturer report number 3004209178-2014-17573 for information regarding the lead revision.